Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the immediate cause of death was listed as cardiogenic shock and the underlying cause was septic shock. Significant conditions contributing to the death were listed as escherichia coli bacteremia, non-traumatic acute kidney injury, and coronary artery disease. It was also reported that seven days prior to the date of death the patient underwent a cardiac catherization procedure. A request for additional information was made and it was learned that two days following the procedure the patient developed a pneumothorax and pleural effusion. No other information is known at this time.